Event description:
The customer reported the system arced then failed to display an image thereafter. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.